Event description:
It was reported that a patient had reused single-use supplies during peritoneal dialysis (pd) therapy on the homechoice (hc) device. This occurred during prime. The caregiver (cg) stated that during the troubleshooting for an unrelated alarm, they set up the machine again and connected the home patient (hp) during the prime cycle using the same supplies. The patient completed therapy using manual supplies. There was no patient injury or medical intervention indicated at the time of the report. No additional information is available.

Manufacturer narrative:
(B)(4). As the device was not returned for analysis, no evaluation could be performed. Use errors and proper user instructions are addressed in ¿the homechoice and homechoice pro apd systems patient at-home guide¿, which is shipped with every homechoice device. The guide instructs the user not to attempt to reuse any disposable supplies and warns the user not to replace empty solution bags or reconnect disconnected solution bags during therapy. Multiple sections warn the user that possible contamination of the fluid or fluid pathways can result if disposables are reused. A formal review of the label for the product family will be conducted. Should additional relevant information become available, a follow-up report will be submitted.